Event description:
It was reported that the customer was hospitalized with a blood glucose (bg) level of 423 mg/dl; cause of bg not known. Elevated bg was addressed by an infusion set change and the customer's patient care assistant administering a manual insulin injection. Reportedly, the elevated bg led the customer to fall and fracturing their hip. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged the next day, (B)(6) 2026 with the issue resolved.